Manufacturer narrative:
Section d1 brand name: corrected. Section d3 manufacturer information: additional information . Section d4 lot number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section g1 contact office: additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
A2, a3, a4: patient information was requested but not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. . The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was placed onto comfort care, their left ventricular assist device was turned off, and they ultimately passed away. The cause of death was unknown. Whether the outcome was device or therapy related was not provided by the customer.